Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had intermittent image and faulty cable that loss the image when cable was moved. The issue occurred during inspection for use. There were no reports of patient harm.